Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) triggered an alert for low impedance. However, when the lead was checked, impedance was noted to be within normal range. It was also noted that the right atrial (ra) lead position check failed and the patient had noted chest pain since implant. Atrial undersensing was also noted. A cat scan was performed and a possible ra lead perforation was seen. Reprogramming for the undersensing was performed and a pericardiocentesis and lead revision was performed for the perforation. The lead was re-positioned within the right atrium and remains in use. No further patient complications have been reported as a result of this event.